Event description:
It was reported that noise was observed in the lead. No anomalies were seen on lead with diagnostic imaging. The lead was capped and replaced. Patient is well after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.